Event description:
Pt underwent a total knee arthroplasty procedure. A hematoma developed and was expelled resulting in a wound separation. The pt was treated with local anesthesia and reclosed with suture in a clinic office.

Manufacturer narrative:
Device not returned to manufacturer.